Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the unit did not power on. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that unit did not power on. A field service engineer (fse) found cubie drawer 2.1 failure preventing the station from powering on. Troubleshooting led to replacing the drawer controller printed circuit board assembly (pcba) card. The device was tested in hardware test application (hta), and drawer functionality was verified with the user. Fse inspected the device. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Additional information: section h manufacturer narrative correction: section d unique identifier (UDI) and section h imdrf annex f part analysis: the report of the medstation es main 6dr, the unit did not power on, and this was confirmed during fse testing. According to work order (B)(4), the field service engineer (fse) reported that medstation es main drawer #2.1 did not power on. The issue was resolved by replacing the drawer controller. After repair, the device was tested with hta, functionality was verified with the user, and the system operated as intended. Laboratory inspection confirmed that pcba dwr cntlr v1.10/v1.05bl hh (p/n (B)(4) was received in good condition, no fluid ingress, and components intact. Following bd internal procedure, electrical tests with a dmm revealed a short circuit between diode d501 and mosfet q501 on the pcba dwr cntrl making functional testing with hta unnecessary. Short circuit in the drawer controller. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue with the medstation es main 6dr was determined as a short circuit between diode d501 and mosfet q501 on the pcba dwr cntrl.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the unit did not power on. As per part investigation, it was determined that the issue was caused by a short circuit between diodes on the pcba drawer controller board. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.